Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The weak battery alarm was unable to be verified due to button/keypad anomaly. The insulin pump was received with cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratches on the display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was over 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised weak battery alarm led up to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.